Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, successfully resolved the issue, and was advised to continue using the pump while contacting support again if any malfunction recurs.